Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the tubing during the load fill tubing sequence. A new cartridge was loaded and insulin deliveries were successfully resumed. Customer's blood glucose level was 120 mg/dl.